Event description:
It was reported the device was explanted and replaced due to normal eri (elective replacement indicators). The device subsequently tested out of specification during manufacturer's analysis. The patient was reportedly a twiddler. No patient complications were reported due to this event.